Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient's spouse called in to inquire what happens to a patient's implantable cardioverter defibrillator (ICD) once the patient has passed away. The spouse indicated that the patient was having trouble breathing and they did cardiopulmonary resuscitation (CPR) until the emergency medical technicians (emt's) arrived and continued the CPR and provided the patient medication and "used the paddles" in order to resuscitate the patient. The effort was unsuccessful, and the patient had passed. The spouse alleges the ICD contributed to patient death and asked for the device to be interrogated in an effort to tell them what happened. The caller was provided information on how to return the device for analysis.